Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open, raw, and bleeding wounds from sensors digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use the lv and prescribed a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.